Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex g grid: g01003 device ingredient or reagent. H.6. Investigation: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0232876. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation and testing were performed on the batch numbers provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ five (5) false negative results were obtained. Repeat tests were performed using a pcr test method and the results were positive. The patients tested were symptomatic. Results were reported to the FDA under medwatch 5097962. There was no report of patient impact.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ five (5) false negative results were obtained. Repeat tests were performed using a pcr test method and the results were positive. The patients tested were symptomatic. Results were reported to the FDA under medwatch 5097962. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint was created for false positives on the bd veritor plus analyzer (p/n 256066, s/n (B)(6)). The customer reported that veritor analyzer only produces negative results. The device history record for bd veritor plus analyzer, sn (B)(6), was examined and showed no discrepancies relate to this issue that can be correlated to this complaint. The reader passed all tests including the final assembly process, oqa, source inspection, functionality, and final packing test and manual inspection. The bd veritor plus analyzer was not returned for investigation. Root cause for this issue is unable to be determined. This complaint is unconfirmed for an instrument failure.

Manufacturer narrative:
The following fields have been updated/changed to reflect corrected information. D.1. Brand name: bd rapid detection of sars-cov-2 veritor¿. D.2. Medical device type: qkp.

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor¿ five (5) false negative results were obtained. Repeat tests were performed using a pcr test method and the results were positive. The patients tested were symptomatic. Results were reported to the FDA under medwatch 5097962. There was no report of patient impact.

Manufacturer narrative:
Eua # (B)(4). Initial reporter address: the initial reported address was not provided. The bd (B)(4) address is being used. FDA notified: the initial reporter also notified the FDA on november 18, 2020, via medwatch # 5097962. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd veritor plus analyzer with bd rapid detection of sars-cov-2 veritor" five (5) false negative results were obtained. Repeat tests were performed using a pcr test method and the results were positive. The patients tested were symptomatic. Results were reported to the FDA under medwatch 5097962. There was no report of patient impact.